Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation a review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient death occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery (lad). The lesion was predilated and a 2.5x38mm synergy drug eluting stent was implanted. Ivus performed post stenting revealed no issues. The procedure was considered to be successful. Ten days later, the patient died. In the physician's opinion, the patient's death did not relate to the stent, but could have been caused by subacute thrombosis. The patient was a high risk patient with atrial fibrillation and heart failure who received triple therapy of aspirin, clopidogrel and erikyusuplavix.